Event description:
It was reported that following an atrial fibrillation ablation procedure, foreign material was found. The intellamap orion¿ catheter was removed and the physician noted foreign material located in two small parts on the internal aspect of one of the splines and each part has size of less than 1mm. The physician did not know the origin of the material, however noted the material could be from the endocardium. The nature doesn't seem thrombotic nor liquid and is slightly translucent. The size decreased rapidly during this inspection for obvious evaporation. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - unit returned in a generic plastic bag. It was confirmed that a remnant of biological matter was in the catheter splines. The adherent matter was determined to be fibrin thrombus that formed during the procedure. The inner aspect of the electrode arrays at the location where thrombus was observed, were not damaged and appear to have no anomalies that would promote the formation of thrombus. Scanning electron microscope (sem) evaluation showed the inner aspect surfaces of all splines on the complaint catheters are covered with parylene as per design specifications. The outer surfaces of electrode array splines on the complaint catheters displayed some damage due to apparent mechanical abrasion in the equatorial region. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that following an atrial fibrillation ablation procedure, foreign material was found. The intellamap orion¿ catheter was removed and the physician noted foreign material located in two small parts on the internal aspect of one of the splines and each part has size of less than 1mm. The physician did not know the origin of the material, however noted the material could be from the endocardium. The nature doesn't seem thrombotic nor liquid and is slightly translucent. The size decreased rapidly during this inspection for obvious evaporation. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).